Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported unchanged mitral regurgitation (mr) was due to tissue injury. The cause of the reported tissue injury was due to challenging anatomy with poor tissue health. The reported patient effect of mr and tissue injury as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device used in the first procedure referenced is filed under separate medwatch report number.

Event description:
This is filed to report tissue damage and prolonged hospitalization. It was reported that this was the second mitraclip procedure to treat degenerative mitral regurgitation (mr) with a recurrent mr grade of 4. It was noted enlarged atrium and posterior prolapse with extremely poor tissue health due to disease of progression. The two previously implanted clips are stable on both leaflets. A clip delivery system (cds) was advanced to the mitral valve and the clip was successfully deployed; however, mr did not change. A decision was made not implant anymore clips due to weak and degrading tissue. Reportedly the clip tore the tissue further. Additional treatment was not performed, but the patient will be hospitalized longer. One clip was implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.